Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed; however, per the complaint information the root cause of the alarm is due to air being sucked into the disposable because there was an open clamp on unused supply line. Labeling review finds the labeling adequate for the use error identified in this complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.

Event description:
The customer contacted baxter's technical service center and reported system error 2240 (air in line) alarm which occurred on home choice (hc) during dwell. The care giver (cg) stated that the final line clamp was open during dwell. The baxter technical service representative (tsr) had the cg power cycle the hc. The tsr had the cg start over with new supplies. Product surveillance contacted the nurse on (B)(6) 2011. According to the nurse the patient has not reported any issues and she was able to resume therapy successfully. There was no patient injury or medical intervention associated with this event. No further information is available.